Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend for (B)(4), lot no: 017405882. Device history record reviewed. Product not returned.evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. No complaint was stated against this device. This is the same event as 1043534-2011-00053, 00055. This report will be updated when the investigation is complete. This event occurred in (B)(6).